Event description:
An unknown procedure was performed in 2002. The surgical procedure required a large vein to be clipped and moved. On attempting to move the vein, the clips dislodged, causing uncontrolled bleeding from the vein, and resulting in death.